Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing mild stimulation sensation near the ipg pocket site which radiates down his leg. The patient has not been using the system and is at stimulation off but indicated the sensation comes on itself. A full parameter diagnostic indicated valid impedance values and the system appeared to be functioning as intended. The patient is working with his physician to determine the next course of action to address the issue.